Manufacturer narrative:
Results and evaluations codes (other): investigation of this complaint was conducted upon complaints history and clinical options following a review of the incident report. A review of our complaints history confirmed this to be the second complaint of this nature for this product group during the past five years. A batch review was not possible as no lot number was available. Following a clinical review of the procedure we have established most likely cause for the damage relates to poor handling of either the 14fg blue pre-dilator or forceps. It seems likely that the tip of the pre-dilator or forceps were over inserted, resulting in a damage to the posterior wall of the trachea. These products have been manufactured and distributed for almost 15 years with no previous instances of such damage resulting from device failure. This report has been logged for trending.

Event description:
Smiths medical has been notified of an event tracheal damage after percutaneous tracheostomy. This pt developed respiratory failure and pneumonia after upper gastrointestinal bleeding, and has been in the hospital. The hospital judged to require tracheostomy, and performed percutaneous tracheostomy. Four days after the procedure, the respiratory status worsened. So the hospital confirmed the trachea through the tracheostomy tube with a fiberscope, and found tracheal membranal fistula. Whether the product was checked before use or not is unk.